Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 170, 118, 222, 99, 191, 118 and 103 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.